Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. During the procedure, placement of the right atrial (ra) lead into the atrium was unsuccessful despite a venogram demonstrating good results. The ra lead was not used and unknown if it was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.